Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, this case being outside the indication for use for relining of a previously implanted afx devices with an ovation device and a prolonged procedure were confirmed. The patient experienced polymer leak, hypotension and left limb deployment issues were unconfirmed due to lack of medical records and/or images. These events are mostly user due to the following contributing factors; outside the indication for use of the device and device related as identified in field safety notice (fs-0012). The root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with the fsn this is the most likely contributing factor for this event. The final patient status was reported being under surveillance. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted during a secondary treatment to reline an afx device; which is outside the indications for use. The ovation graft was tracked through the existing afx device. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The patient recovered and the case continued. During the placement of the ipsilateral iliac limb it was observed that the .035 wire was in the ipsilateral limb and not the contra limb. Wires were removed from the crossover lumen and the ipsilateral iliac limb was placed without incident however, the physician elected to conclude the case due to excessive flouro time; approximately 90 minutes. The total procedure time was reported as approximately 8-hours which is considered a prolonged procedure. The patient will continue to be monitored.